Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr results: (1.1, 5.9, 4.9, and 3.8). Testing was performed within one hour using three different fingers.

Manufacturer narrative:
Discrepant results (precision): comparison of inratio test results dated (B)(6) 2012 is as follows: inratio results: (1.1, 5.9, 4.9, 3.8), mean: 3.93, sd: 2.07, %cv: 52.72, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. Root cause could not be determined from the information provided by customer. In-house therapeutic donor testing with retain strips was performed with reported lot number 284353. Test results as follows: donor: (B)(6), inratio results: (2.0, 2.0, 2.0), reference: 1.70, bias threshold: (1.20 - 2.20), %cv: 0.00; (B)(6), (2.8, 2.6, 2.8), 2.39, (1.39 - 3.39), 4.22. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.